Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a 45-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy for complete removal of essure implants on (B)(6) 2021). Essure was removed. At the time of the report, the menometrorrhagia outcome was unknown. The reporter provided no causality assessment for menometrorrhagia with essure. The reporter commented: that the essure was inserted at an unknown date, more than 10 years ago and that the device is not available. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a 45-year-old female patient who had essure inserted. Medical conditions: no particular medical history known. Unknown concomitant treatments. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy for complete removal of essure implants on (B)(6) 2021.). Essure was removed on (B)(6) 2021. At the time of the report, the menometrorrhagia outcome was unknown. The reporter provided no causality assessment for menometrorrhagia with essure. The reporter commented: the essure was inserted on unknown date not at reporter's site, more than 10 years ago, the device and device lot number were not available. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: number of similar incidents and devices on the market for the indicated time periods was updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional, and describes the occurrence of menometrorrhagia ('menometrorrhagia'). In a 45-year-old female patient who had essure inserted. Medical conditions: no particular medical history known. Unknown concomitant treatments. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy for complete removal of essure implants on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the menometrorrhagia outcome was unknown. The reporter provided no causality assessment for menometrorrhagia with essure. The reporter commented: the essure was inserted on unknown date. Not at reporter's site, more than 10 years ago. The device and device lot number were not available. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022, health authority was contacted and the confirmed, initial reporter was from hospital (hospital number was added), not a consumer. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy for complete removal of essure implants on (B)(6) 2021). Essure was removed. At the time of the report, the menometrorrhagia outcome was unknown. The reporter provided no causality assessment for menometrorrhagia with essure. The reporter commented: that the essure was inserted at an unknown date, more than 10 years ago and that the device is not available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.